Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Husband stated that customer had been dizzy and thirsty on 11/15/2023. Husband stated that later after dinner the customer had felt better. Husband stated customer did not perform another blood test prior to going to bed. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/28/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.